Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a heath care provider via a manufacturer representative on (B)(6) 2018. It was reported that the cause of the kink was unknown. The catheter kink was found during a revision and the physician determined the kinked portion should be removed and a new portion spliced in. The removed portion would not be returned because the facility would not let the representative the piece. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jul-2019, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 19-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine 6mg/ml for a total dose of 0.5mg/day via an implantable pump for spinal pain. It was reported there was a catheter event. It was noted that the catheter event was confirmed. It was confirmed that the catheter was kinked. The issue was diagnosed during a revision. It was noted that the new catheter was implanted today ((B)(6) 2018) and the catheter was kinked south of the anchor. The rep needed help with priming the bolus and volumes were confirmed. No symptoms were reported. The event date was 2018. No further complications were reported/anticipated.